Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR. The service center evaluated the device and the reported error e433 could not be reproduced as the device was inspected, tested and was within standard specifications. The original equipment manufacturer (OEM), oste, performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by OEM and determined that there was no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due the e433 error is activated by the device¿s safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. Possible causes are: 1. The operator activates the footswitch during generator booting (temporary fault caused by user action). 2. A defective footswitch (temporary fault). This case was addressed by CAPA: 147p-017, implemented on 30.03.2015. 3. A defective footswitch (temporary fault, defective reed contact). 4. A faulty cable connection between hvps board and generator board (temporary or permanent fault). 5. A defective hvps board (permanent fault). 6. A defective generator board (permanent fault). A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced in mid-july 2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The service group's evaluation was unable to confirm the cause of the reported e433 internal hardware error as the unit was inspected/tested and was found to be within standard specifications. A review of the service record for this asset unit indicated the unit was last serviced (met specifications) on (B)(6) 2020. The unit was returned to inventory. A review of the device history records was conducted by the OEM (oste) as the manufacturing and quality control review and indicated that the device was manufactured according to valid instructions and met all specifications. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The technical assistance center (tac) was informed by the sales representative that the asset, electrical surgical generator (esg) unit was having an e433 internal hardware error, during testing. During troubleshooting, the sales representative observed two specific problems with the esg unit; the e433 - internal hardware error and the unit was unable to retain it's setting once the power was recycled. This has not occurred previously and has been more pronounced lately. There was no patient involvement reported.